Event description:
It was reported that during the procedure, after implanting a 3.0x18 xience x rx stent into the mid left anterior descending (lad) coronary artery, a waist was noted in the stent. Post-dilatation of the stent was performed with a 3.75x12 nc trek balloon dilatation catheter to fully appose the xience stent to the vessel wall; however, during the first inflation, when the trek was pressurized to 14 atmospheres, the balloon ruptured, with a balloon pinhole noted, and a free perforation was discovered in the vessel. The perforation self-sealed and no medication was administered. When the trek was withdrawn without resistance, it was noted that the balloon was not completely deflated even though a negative had been pulled to completely deflate the balloon. The procedure was considered completed. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The nc trek, referenced is being filed under a separate manufacturing report number.